Manufacturer narrative:
Siemens was informed by the (B)(6) that the customer filed a report to the (B)(6), indicating that an instrument malfunction contributed to a delay in patient testing and a potential discordant result on the advia centaur cp instrument. The report indicates that during operation, the thermal electric device (ted) malfunctioned and a temperature control error was triggered by the instrument. The customer resolved the issue by replacing the ted refrigeration sheets; the customer also ran quality controls, which recovered within acceptable ranges. Siemens contacted the customer for additional information regarding this issue, but the customer refused to provide further details. Siemens further investigated the issue and determined that the instrument malfunction was an isolated issue. The cause of the ted malfunction is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an instrument malfunction on an advia centaur cp instrument contributed to a delay in patient testing and potentially contributed to a discordant patient result. The customer did not provide the assays impacted by this issue. There are no known reports of patient intervention or adverse health consequences due to the delay in patient testing or potential discordant result.